Event description:
It was reported that the patient's computed tomography (CT) scan was performed on (B)(6) 2021. This was a comparison scan from a CT taken on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. A specific cause for the reported thrombus and right heart failure could not conclusively be determined through this investigation. Log files were submitted which captured low flow events on (B)(6) 2021, (B)(6) 2021, (B)(6)2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021. These flags resulted in low flow alarms on (B)(6) 2021 and (B)(6) 2021. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 17jul2020. The heartmate 3 lvas IFU lists possible pump thrombosis and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section also contains information regarding the recommended anticoagulation therapy and inr range. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. Section of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient was admitted for right ventricular (rv) failure for a confirmed outflow graft clot, status post (s/p) outflow graft stent. The patient had a computed tomography angiography (cta) on (B)(6) 2020 as the patient was very symptomatic with increased heart failure (hf) symptoms that required inotrope initiation. Additionally the patient had a suspected pulmonary embolism (pe) and unknown d-dimer. The log files were sent in for review and low flows and low speed advisories were found. The stent procedure was performed on (B)(6) 2021 with the patient recovering inpatient. It was also communicated that they would be attempt to wean inotropic support.